Manufacturer narrative:
The reference(B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with suspected calcification of the iol necessitating explantation of the iol. Given the short time between surgery and the observation being made, it is possible to consider a number of potential causes which could be explored; the main candidates being pco, capsular block (from any residual ovd left behind the lens taking on water and swelling, becoming cloudy and forcing the lens out of position) and fibrin reaction. The timing of onset is quite soon for a potential posterior capsule opacification (pco) case as this is more usually noted in the 2 to 5 year date range after implantation due to the slow growth rate of lecs. This also applies to typical cases of post-operative opacification or calcification (whereby calcium phosphate deposits are identified on the lens via scanning electron microscopy analysis). There are certain patient conditions that may increase the likelihood of deposits developing within the eye post-operatively including but not limited to; glaucoma, diabetes, pseudoexfoliation syndrome. Rayner is liasing with its distributor in taiwan to obtain additional evidence and information to facilitate further investigation of the event. "Precipitates" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone aspheric rao600c batch 059136413 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 059136413.

Event description:
On (B)(6) 2023, rayner received notification from its taiwan distributor of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively, the patient presented with suspected calcification.